Event description:
On (B)(6) 2019, a 12mm amplatzer septal occluder was implanted using all on-label sizing efforts including a sizing balloon under tee guidance. A tte performed the following day revealed the device had embolized. The patient was brought to the cath lab and the device was removed from the descending aorta successfully. The user believed the device embolized secondary to patient anatomy.

Manufacturer narrative:
An event of embolization was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined; however, information from the field indicated that the user believed the embolization was secondary to patient anatomy.